Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the leadless pacemaker could not be interrogated. X-ray imaging was performed and showed that the device had dislodged and migrated into the pulmonary artery. The device was retrieved, and a new one was implanted. The patient was stable.